Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent delta xtend total shoulder replacement on (B)(6) 2020. Presented back to surgeon with a sinus wound, surgeon was querying infection, patient booked for exploration of wound and possible poly exchange. Upon opening the wound surgeon stated he thought the tissue looked like metallosis. The surgeon dislocated the shoulder, removed the poly insert and proceeded to remove the glenosphere. Surgeon remarked that the glenosphere was disconnected very easily. Upon removing the glenosphere, there was evidence of metallosis and dark tissue behind the glenosphere. Surgeon removed the superior and inferior locking screws form the metaglene, he stated he thought he inferior screw was also loose. He replaced the superior screw with a longer 30mm locking screw and remarked that the anterior and posterior metaglene screws were well fixed and that the metaglene appeared well fixed. The inferior screw was not replaced. A new 42mm glenosphere was placed, along with a new 42, +3 poly insert, the shoulder relocated and closed. Surgeon remarked the shoulder was stable throughout rom.